Manufacturer narrative:
The customer was assisted by an olympus technical assistance center (tac) representative during troubleshooting. The tac recommended cleaning the scope contacts with alcohol, then power the clv off/on. The customer also reported switching scopes without powering off the cv system. Additionally, the customer reported debris was found in the clv-190 socket and removing the debris resolved the issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that "b30" scope communication error occurred on the evis exera iii xenon light source. There was no patient harm associated with the event.

Manufacturer narrative:
Corrected data: e2, e3 (inadvertently omitted from the initial report.) This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to foreign material (debris) inside the socket. Olympus will continue to monitor field performance for this device.